Event description:
It was reported that the balloon was unable to be visualized under fluoroscopy; therefore, the physician changed the contrast ratio. There was no reported clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the device revealed that there were no anomalies noted to the device. The reported balloon leak could not be confirmed during analysis. During functional testing the a 0.014¿ guide wire was advanced to the distal tip of the balloon catheter to form a seal and the balloon was inflated without difficulty, no leaks or burst was noted. The balloon was deflated without difficulty. The device was confirmed to be in good condition prior to use. Therefore, an assignable cause of "not confirmed" has been assigned to the reported event. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that the balloon was unable to be visualized under fluoroscopy; therefore, the physician changed the contrast ratio. There was no reported clinical consequence to the patient.